Manufacturer narrative:
The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issues as no information was provided for investigation. Reference MFR. Report : 1221359-2021-00491 (patient 1) and 1221359-2021-00493 (patient 3) reference medwatch voluntary event report: mw5097428.

Event description:
The consumer reported false positive results with the ID now covid-19 assay for multiple family members from the same household performed on unknown dates directly to medwatch (mw5097428). This MFR. Report addresses patient 2 of 3. The consumer reported a false positive result with the ID now covid-19 assay performed on unknown date on her husband. Collection time and date in the report were dated earlier than when the test was performed. The consumer stated they did not arrive at the laboratory until 14:00, but the report stated sample collection was at 12:28 and result reported at 11:53. Repeated test was not performed. Confirmatory test on unknown swabs with unspecified pcr platform generated negative results (CT values not provided). It was reported that the patient had to quarantine for 14 days following the false positive result thus he was unable to complete business sales calls. No additional information regarding this event is available. Positive results are indicative of the presence of sars-cov-2 rna; clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. Positive results do not rule out bacterial infection or co-infection with other viruses. Due to the high sensitivity of the assays run on the instrument, contamination of the work area with previous positive samples may cause false positive results. Handle samples according to standard laboratory practices. Clean instruments and surrounding surfaces according to instructions provided in the cleaning section of the instrument user manual. Due to the risk of a false positive result leading to possible exposure to covid-19 through the quarantine of the false positive patient with true positive patient(s), delayed emergency treatment and/or inappropriate treatment with antiviral therapy, the incident shall be considered reportable.